Manufacturer narrative:
(B)(4). Batch #: u5au32. Device analysis: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, but otherwise with no apparent damage. The reload was received with 11 staples protruding, the washer uncut, and the knife recessed below the reload deck. The drivers were noted to be partially advanced. The device was tested for functionality with the test reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line and the staple line were complete and the staples met the staple form release criteria. The device lockout and the reload lockout were functional. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device with the cartridge not fully seated. Please reference the instructions for use for additional information. Additional information was requested, and the following was received: when the device handle was broken, did it break off of the device? If yes, did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Response: no further information available.

Event description:
It was reported that during an open anterior resection, the closure trigger was hard to grasp and the jaws did not close completely at the first firing. When grasping the closure trigger strongly, it was broken off. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.